Event description:
Additional information was received. It was reported that the manufacturer representative (rep) saw the patient again today ((B)(6) 2025), unfortunately on the last two occasions she came with no battery on her handset as well as the ins, when trying to charge it would not find her device and she kept getting software messages - after speaking to tech services they explained this can happen when the ins has gone completely flat. She returned today and they were able to charge the battery, when looking at her settings she was using a high amplitude and pw of 1000 which the rep explained is likely the reason she needs to charge more. All impedances were good, the rep tried to reprogram at lower settings but couldn't get the coverage. For now the patient was happy with this and was going to try and charge more frequently to avoid the battery going flat.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a software problem occurred. Removed and reinserted the battery pack. The patient will call back after recharging the controller, they did not call back, so the issue was considered resolved. No patient harm reported. Additional information was received. It was reported that the patient called back reporting weak controller battery pack. And issues where the antenna does not find the ins or has a hard time connecting to the ins. A replacement recharger was sent to the patient. Additional information was received. It was reported that the patient called again, the issue was still persisting (B)(6) 2025. A replacement controller was sent to the patient. Additional information was received from the patient. It was reported that the patient was still having issues charging their ins after replacing both the recharger and the controller. The patient had been trying to contact their physician but was constantly getting voicemail and hadn't received a call back. It was noted that the patient was in a lot of pain by now. A manufacturer representative (rep) was contacted to assist. Additional information received from the rep reported that they would share this information with the nurse and see if they could get the patient into the clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient managed to get an appointment in the hospital and they were asked to call the manufacturer to request a a full new kit replacement. A new patient controller kit and recharger kit were ordered.